Manufacturer narrative:
MDR 3003442380-2026-10202 / initial 3 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event due to an infusion set fall off issue, which was treated with correction injection via mdi on 19 mar 2026. The set had been in use for few hours.